Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had leakage from the infusion set tubing and was admitted to the hospital. The patient had high blood glucose level of 500 mg/dl and experienced diabetic ketoacidosis. The patient was admitted in the intensive care unit and was downgraded from there to the medicine surgery floor, in a regular room. The patient noticed cracks or splits in the tubing along the reservoir. The patient was hospitalized for two days. No further information available.